Manufacturer narrative:
The customer¿s concerns that the pca module gave a patient a double dose of medication was not confirmed or replicated during a review of the logs or during testing. Inspection: the pca module was received with the instrument seal intact. There were no other significant anomalies observed internally or externally on the pca module. Syringe module was observed with dull iui connector contact pins. Two handle fastening screws were observed missing. All possible replacement parts were observed to be bd parts. The pcu was received with no instrument seal. There were no other significant anomalies observed internally or externally. The pcu was observed with dull iui connector contact pins. Fluid ingress / corrosion was observed on front cover bottom screw inserts. All possible replacement parts were observed to be bd parts. The pump module was not received for investigation. Test results: the returned pca module was tested for accuracy using asm (version 12.1.0). The returned pca module was tested for accuracy through asm (version 12.1.0). Test results show the device passing the barrel clamp accuracy, passing the plunger position accuracy, and the plunger force accuracy test. During a functional test, the pump modules were placed in an alarmed state and removed from the pcu to generate a channel disconnected alarm on the pcu. The pump modules were re-added to the system with the pcu panel locked. Key presses on the pcu or any device yielded no results confirming non-responsive key presses reported by the customer and observed in the event logs. The root cause of the customer¿s complaint that the pca module gave a patient a double dose of medication was not identified. The root cause of the customer¿s complaint of a channel disconnect alarm was the result of the pump module s/n: (B)(6) being removed from the system while in an alarming state. The root cause of the customer¿s complaint of not being able to power off the channel was a result of the pcu panel being locked. Device history review: a review of the device history record for serial number (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the serial number (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 04/01/2011. The review was performed from the date of manufacture to the date of product release for distribution.

Event description:
It was reported that the patient controlled analgesia module gave a patient a double dose of an unspecified medication, and the clinician was unable to power off the channel. Then, it was then reported that the pca pump started alarming for channel disconnect and the clinician attempted to unlock the panel and reconnect the pca pump, but was unable to turn off the pcu and reconnect the pca pump. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the patient controlled analgesia module gave a patient a double dose of an unspecified medication, and the clinician was unable to power off the channel. Then, it was later clarified that the pca pump started alarming for channel disconnect and the clinician attempted to unlock the panel and reconnect the pca pump, but was unable to turn off the pcu and reconnect the pca pump. Although requested, further information was not provided.